Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical supported educated the customer that the insulin should be at room temperature. Customer continued to use current cartridge. There was no adverse impact to the customer¿s blood glucose level.